Event description:
This is a spontaneous case report received from a consumer in the united states on 28-aug-2012 which refers to a female consumer of unspecified age who was implanted with essure (fallopian tube occlusion insert) and experienced period stopped, pelvic pain, deep bone pain in hips shoots down legs, intermittent sharp pains in head, vision issues, tingling in head, hands, arms, and legs, occasional dizziness, uterus filled with scar tissue, fibroids, joint inflammation and essure migrated out of tubes. Consumer reported she had no pre-existing conditions and has no prior medical problems. There is some indication that she is currently menopausal. No information given past drugs and concomitant medication. On (B)(6) 2008 the consumer was implanted with essure and in (B)(6) 2009 post procedure hsg (hysterosalpingogram) was performed showing occlusion. Consumer reported within months after implantation, periods stopped completely and began having pelvic pain. Patient had ultrasounds and blood work and they came healthy and normal. The consumer continued to show more symptoms, pain became worse, some days she could barely stand, sit or sleep due to deep bone pain in hips that shoots down legs. She additionally reported intermittent sharp pains in head, vision issues, tingling in head, hands, arms, and legs and occasional dizziness. Consumer saw a new physician that performed an ultrasound and her implants could not be seen for unknown reasons and uterus filled with scar tissue and fibroids that were not there in 2010. Consumer had a biopsy and hysteroscopy, pathology results are pending, but she stated "neither coils was seen in fallopian tubes". Consumer believes migrated coils are reason for severe pain and joint inflammation because she had no pre-existing conditions. Patient believes essure migrated out of tubes. The outcome of the events was not reported and the causal relationship between the events and essure was not reported. Addendum: this case was converted from the conceptus database into (B)(6) on 09-oct-2013. The medical content of the case was not changed. Follow up information received on 12-aug-2015 from consumer: the consumer reported the following via FDA site; the reference number for this report is (B)(4). Consumer reported she decided to have essure inserted she was (B)(6) and her family was complete. She had no medical issues; she was healthy, active and strong. On (B)(6) 2008, she was implanted with essure. It was done under anesthesia in a hospital setting with a sales representative in the room. Her procedure went as planned, she had mild cramping for the day, and then she was fine. Over the next few days she felt weak and tired and figured it was the anesthesia; she began having pain; dizziness; her cycle became longer, heavy with massive clots; she couldn't keep herself protected. In the first 7 months of being implanted she had three cycles before her cycle stopped completely and never returned. After several physician appointments to find out what was wrong and tests after tests, she continued to be healthy and the results were unremarkable. The longer she had essure in her the more ill her body became; she had brain zaps that felt like someone was putting a nail into her head, she couldn't get a neurologist to listen. Her hair was thinning; she had severe stabbing hip pain; nerves in eyes would throb; she had back pain; severe inflammation throughout her body; long term and short term memory loss; numbness in arms; nerve pain down her legs into feet; restless legs; insomnia; pelvic pain; pain during intercourse; bloating; anxiety; pain in her kidney area; dry brittle nails; hormonal imbalance; neck pain; palpitations; vision deteriorated; thick mucus discharge; metal taste; vaginal smell; stomach pain; ovary swelling; allergies she never had before; itchiness; skin pain when touched; her head hurt to brush her hair; thickening of the uterus; dull skin; teeth sensitivity; she couldn't sit, lay down, couldn't move but had to keep moving because to stop and start was more painful; and sinus issues. In the 4 1/2 years she was implanted with essure she had 5 ultrasounds - regular and vaginal, 2 ER trips, 2 hsg tests, numerous blood tests, cat scan, hysteroscopy to find essure coils - they could not be seen they migrated further into her tubes; biopsy and a d&c, eventually lead to a hysterectomy in (B)(6) 2013. During the hysterectomy it was found that she had severe scar tissue and adhesions that tethered, pulled and attached several organs together, they had to be cut apart. Her physician told her that inflammation can cause this to happen. In the same night of the hysterectomy, her brain fog was gone; within weeks her puffiness was gone, her memory was returning, brain zaps were gone, pain was gone, hormonal imbalance was gone, her skin was normal, hip pain was gone. Most of the issues she had when essure was in her body were gone. She still had inflammation from her waist down; constant inflammation in her small intestines and still had nerve par in her legs. She stated that there is no way that essure was not the cause of her health issues when she had no pain or medical issues prior. Follow-up received on 20-aug-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain / pain and had essure migrated out of tubes / they migrated further into her tubes. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer started experiencing pelvic pain in the first 7 months after essure insertion. About 4 years and a half after insertion, a hysteroscopy to find essure coils was performed and the result showed essure migration out of tubes. She had a hysterectomy performed and it was found that she had severe scar tissue and adhesions that tethered, pulled and attached several organs together. Considering the event's nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 17-oct-2015: the consumer reported the following via FDA site; the reference number for this report is (B)(4). Consumer had two surgical hysteroscopic procedures because of essure. She experienced a serious reaction to the pet fiber. Essure was implanted in 2008. She was healthy, had no medical issues and never had gynecological health issues, until she was implanted with essure. The inflammatory response caused severe scar tissue and adhesion's to grow. Upon entry into her abdominal cavity, the physician realized that the trocor was in the middle of severe adhesions of the omentum to the umbilical fold and had to make another incision. Again there were severe adhesions at the port of entry at the umbilicus and also close to the lower left quadrant. She had extensive adhesions of the omentum to the left side of the midline. There were severe adhesions on both sides of the omentum to the pelvic sidewalls; also attached to lower uterus to anterior abdominal wall, her uterus was completely tethered up close to abdomen where thick adhesions were pulling it to the right side of her body. She had adhesions of the broad ligaments to pelvic walls, and an extensive scar tissue and adhesions inside the broad ligaments. Releasing all of these adhesions was not possible. She had severe dense adhesions of her bladder to her uterus, all for birth control. Since hysterectomy in 2013, she went to the emergency room twice for pain caused by the continued inflammation in small intestines and abdomen. Ovaries were kept, but they will soon need to be taken as they too become inflamed. She stated 5 ultrasounds were performed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain / pain and had essure migrated out of tubes / they migrated further into her tubes. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, consumer started experiencing pelvic pain in the first 7 months after essure insertion. About 4 years and a half after insertion, a hysteroscopy to find essure coils was performed and the result showed essure migration out of tubes. She had a hysterectomy performed and it was found that she had severe scar tissue and adhesions that tethered, pulled and attached several organs together. Considering the event's nature and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, other serious events (unlisted, unrelated) and non-serious events were reported. Based on the available information, there is no reason to suspect a quality deficit of the product. No further information is expected.